Event description:
It was reported that: the pt disconnected themselves from the ventilator. The pt was found deceased with the breathing circuit in their hand. It was reported that audible alarms and visual messages were activated by the ventilator at the time of the reported occurrence.